Event description:
Her meter was reading low. While troubleshooting, it was discovered the meter was set in the mmo1/l. The customer did not allege any adverse events due to the mmo1/l readings. The customer was able to reset the meter to mg/dl. The meter was returned for evaluation, and a replacement meter was sent.